Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: accessory; product ID 8590-1, lot# n337341, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported patient started having problems (B)(6) 2012 following a pump replacement. The patient was having fluid build up with her pump. It was believed to have started in (B)(6) 2012. It was reported "they kept using the same sac¿ and there would be fluid buildup. It was in the back of the pump and "a seroma would form under there". They were draining off 250 cc's. The patient "would go for quite a while¿ and then swelling would occur with the fluid buildup. The pump itself would stand up on its end and it looked like the patient had an ¿alien¿ in their abdomen. The managing hcp's office was aware of the reported problems and she would see them once a week. The patient planned to follow up with the doctor the week following the date of this report. The pump was delivering hydromorphone. Resolution of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.